Event description:
New information notes that at a subsequent follow-up, post-paced t-wave oversensing was observed. The device was successfully reprogrammed. Patient is doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via transmission, post-paced t-wave oversensing on the ventricular lead was observed. Patient was asymptomatic. Device programming changes were made. Subsequent transmission noted continuing oversensing. Reprogramming the device was recommended. The device remains implanted.

Event description:
New information received notes that a non-sustained lead noise episode due to post paced t-wave oversensing was observed again via remote transmission. Further programming changes were made. The patient was asymptomatic. No further episodes have been seen since.